Manufacturer narrative:
H3 other text : device not return.

Event description:
The manufacturer received information alleging a ventilator was alarming for check pilot aev warning. There was no harm or injury reported. The device has not been returned to the manufacturer. Customer is taking responsibility to correct/repair the device.